Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an ipg pocket revision procedure on (B)(6) 2017 (reference MFR. Report: 1627487-2017-04504) where monopolar cautery was used to open the ipg pocket. The ipg pocket was relocated and then the ipg was unable to communicate with the external device. Troubleshooting was unable to resolve the issue. The ipg was removed and replaced.